Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got injured and health care provider took their ins out. The patient reported a dog jumped them and knocked them unconscious. They got an infection and body was messed up. No further complications was reported and/or anticipated.